Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that medical intervention like incision enlarged was required to complete the procedure. There was no patient harm reported. There are four medical device reports associated with this complaint. This report is 3 of 4.

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. , h.10. The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is cracked/fractured splitting the iol in two and scratched/marked-rejectable. An additional small crack can be seen on the optic edge. We are unable to determine the root cause for the reported complaint " cracked noted after insertion ". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. The product was subject to handling as the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.¿ the manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens was found to be scratched. Additional information was received stating crack was noted on intraocular lens after insertion, hence cracked one was removed during initial procedure. New iol was implanted. There was no patient harm reported. Surgery was completed on the same day. There are four medical device reports associated with this complaint. This report is 3 of 4.